Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, lesion in the left anterior descending (lad) coronary artery. A 2.5x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without issue, but ruptured after the first inflation, atmospheres (atm) unknown. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size nc trek bdc was used to successfully complete the procedure. No additional information was provided.